Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10157, 1627487-2019-10160. It was reported that the patient's leads migrated and caused sensation to different parts of the body. As a result, patient underwent surgical intervention to revise the leads. During the procedure, multiple attempts were made to revise the leads to no avail. As a result, the entire system was explanted. Date of explant is unknown.